Event description:
Upon removal of the stent delivery system, the tip of the guide wire was observed to remain within the stent segment. Bypass surgery was required. Discharged in stable condition in 2003.